Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("cramps "). The patient was treated with surgery (essure implant removed on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage and abdominal pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and reported adverse events including pain (understood as pelvic pain) and heavy bleeding (understood as heavy genital bleeding). On (B)(6) 2015, plaintiff underwent surgery to remove essure. Pelvic pain and haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since essure was removed via surgical intervention. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / left fracture essure coil"), device dislocation ("migration of essure device"), pelvic pain ("pain / pelvic pain / rlq pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy bleeding") in a 26-year-old female patient who had essure (batch no. A63343) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included mastalgia, low back pain, abdominal pain upper and ache. Concurrent conditions included breast pain, genital pain, oligomenorrhea and vulvodynia. Concomitant products included rizatriptan (maxalt). On (B)(6) 013, the patient had essure inserted. In 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced constipation ("constipation"). In (B)(6) 013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia ( painful sexual intercourse )"). In (B)(6) 2014, the patient experienced anger ("angry") and vulvovaginal dryness ("vaginal dryness"). On (B)(6) 2015, 2 years after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In august 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("cramps / left bottom also all in the front abdomen pain"), menstruation irregular ("irregular periods"), abdominal distension ("increased bloating"), flatulence ("gas"), dysuria ("burning with urination"), irritable bowel syndrome ("irritable bowel syndrome"), abdominal pain lower ("right lower quadrant of abdomen pain") and irritability ("not herself always cranky because she was always in pain"). The patient was treated with ibuprofen, estradiol (estrace), antibiotics, macrogol (miralax), surgery (bilateral salpingectomy ( bilateral removal of fallopian tubes)), surgery (bilateral salpingectomy), surgery (essure implant removed on (B)(6) 2015), surgery (underwent ablation) and surgery (underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, menstruation irregular, dyspareunia, nausea, abdominal distension, flatulence, anger, vulvovaginal dryness, dysuria, constipation, irritable bowel syndrome and abdominal pain lower outcome was unknown, the migraine had resolved, the headache had not resolved and the irritability was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anger, constipation, device breakage, device dislocation, dyspareunia, dysuria, flatulence, genital haemorrhage, headache, irritability, irritable bowel syndrome, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: (B)(6) 2018 : while insertion of essure approximately 1 cm of the micro-insert appeared trailing into the uterus.the number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion ultrasound scan vagina - on (B)(6) 2015: essure coils seen with possible interruption quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2018: quality-safety evaluation of ptc(product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain / rlq pain"), device breakage ("device breakage / left fracture essure coil"), device dislocation ("migration of essure device"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy bleeding") in a 26-year-old female patient who had essure (batch no. A63343) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included mastalgia, low back pain, abdominal pain upper and ache. Concurrent conditions included breast pain, genital pain, oligomenorrhea and vulvodynia. Concomitant products included rizatriptan (maxalt). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced constipation ("constipation"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia ( painful sexual intercourse )"). In (B)(6) 2014, the patient experienced anger ("angry") and vulvovaginal dryness ("vaginal dryness"). On (B)(6) 2015, 2 years after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("cramps / left bottom also all in the front abdomen pain"), menstruation irregular ("irregular periods"), abdominal distension ("increased bloating"), flatulence ("gas"), dysuria ("burning with urination"), irritable bowel syndrome ("irritable bowel syndrome"), abdominal pain lower ("right lower quadrant of abdomen pain") and irritability ("hormonal changes (not herself always cranky because she was always in pain)"). The patient was treated with ibuprofen, estradiol (estrace), antibiotics, macrogol (miralax), surgery (essure implant removed on (B)(6) 2015), surgery (bilateral salpingectomy ( bilateral removal of fallopian tubes)), surgery (bilateral salpingectomy), surgery (underwent ablation) and surgery (underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, device dislocation, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, menstruation irregular, dyspareunia, nausea, abdominal distension, flatulence, anger, vulvovaginal dryness, dysuria, constipation, irritable bowel syndrome and abdominal pain lower outcome was unknown, the migraine had resolved, the headache had not resolved and the irritability was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anger, constipation, device breakage, device dislocation, dyspareunia, dysuria, flatulence, genital haemorrhage, headache, irritability, irritable bowel syndrome, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: (B)(6) 018 : while insertion of essure approximately 1 cm of the micro-insert appeared trailing into the uterus. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on 5(B)(6) 2015: essure coils seen with possible interruption. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received. Events : migraines, headaches, nausea, increased bloating, gas, angry, vaginal dryness, burning with urination, constipation , hormonal changes (not herself always cranky because she was always in pain), irritable bowel syndrome, right lower quadrant of abdomen pain reporter added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / left fracture essure coil"), device dislocation ("migration of essure device"), pelvic pain ("pain / pelvic pain / rlq pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy bleeding") in a 26-year-old female patient who had essure (batch no. A63343) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included mastalgia, low back pain, abdominal pain upper, ache, anemia and postpartum depression. Previously administered products included for an unreported indication: iron, vitamin d2, citalprolam, zofran, valium, prenatal vitamin and percocet. Concurrent conditions included breast pain, genital pain, oligomenorrhea and vulvodynia. Concomitant products included calcium citrate, chlortalidone (chlorthalidone), escitalopram oxalate (lexapro), levothyroxine and rizatriptan (maxalt). In 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced constipation ("constipation"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia ( painful sexual intercourse )"). In (B)(6) 2014, the patient experienced anger ("angry") and vulvovaginal dryness ("vaginal dryness"). On (B)(6) 2015, 2 years after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("cramps / left bottom also all in the front abdomen pain"), menstruation irregular ("irregular periods"), abdominal distension ("increased bloating"), flatulence ("gas"), dysuria ("burning with urination"), irritable bowel syndrome ("irritable bowel syndrome"), abdominal pain lower ("right lower quadrant of abdomen pain") and irritability ("not herself always cranky because she was always in pain"). The patient was treated with ibuprofen, estradiol (estrace), antibiotics, macrogol (miralax), surgery (bilateral salpingectomy ( bilateral removal of fallopian tubes)), surgery (essure implant removed on (B)(6) 2015), surgery (underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, menstruation irregular, dyspareunia, nausea, abdominal distension, flatulence, anger, vulvovaginal dryness, dysuria, constipation, irritable bowel syndrome and abdominal pain lower outcome was unknown, the migraine had resolved, the headache had not resolved and the irritability was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anger, constipation, device breakage, device dislocation, dyspareunia, dysuria, flatulence, genital haemorrhage, headache, irritability, irritable bowel syndrome, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: (B)(6) 2018 : while insertion of essure approximately 1 cm of the micro-insert appeared trailing into the uterus.the number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: essure coils seen with possible interruption. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("cramps "). The patient was treated with surgery (essure implant removed on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage and abdominal pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and reported adverse events including pain (understood as pelvic pain) and heavy bleeding (understood as heavy genital bleeding). On (B)(6) 2015 plaintiff underwent surgery to remove essure. Pelvic pain and haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since essure was removed via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("device breakage"), device dislocation ("migration of essure device") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. A63343) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramps"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), menstruation irregular ("irregular periods") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure implant removed ), surgery (bilateral salpingectomy) . Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, device dislocation, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, menstruation irregular and dyspareunia outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the pfs received:the event device breakage, abnormal vaginal bleeding, menorrhagia, irregular periods, dyspareunia added,lot number added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.